Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. No damage to retainer ring during visual inspection noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test and displacement accuracy test. The pump was programmed with multiple bolus deliveries, and all bolus delivered properly their indicated amounts and were properly recorded in daily history. Successfully downloaded history files and traces using thus. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Unit received cracked battery tube threads and cracked case at battery tube side. In summary, the customer alleged upload / download anomaly not confirmed. Unit passed all required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump was not working and it was not uploading to the carelink and phone was unsupported. The customer reported no adverse event. The event involved product(s) mmt-6101, mmt-1884, acc-7350. Troubleshooting was partially performed, and it was unable to complete troubleshooting or provide instructions, insufficient information to escalate. No harm requiring medical intervention was reported. Product return is not applicable for non- physical device mmt-6101, acc-7350. Mmt-1884 was returned for analysis.